Event description:
Subsequent to the initial medwatch report additional information received indicates that the 3.0x28 rx multi-link stent delivery system (sds) proximal shaft kinked and then separated during advancement. The separated portion of the sds was easily withdrawn from the patient anatomy.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification, a 3.0x28 rx multi-link vision stent delivery system (sds) was advanced; however, due to heavy calcification force was applied to the sds and the shaft of the sds kinked. During withdrawal of the sds, the shaft separated into two pieces. A 3.0x28 multi-link vision stent delivery system was used to treat the target lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the rx vision instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.